Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the stent delivery system¿s balloon rupture during inflation within the anatomy. Factors that may contribute to material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, damage to the balloon and/or inflation technique. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately stenosed lesion in the distal left circumflex artery. The 2.50x12mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion; however during the first inflation to 6 atmospheres, the balloon ruptured. The sds with the stent was removed without issue. Another xience skypoint was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.